Event description:
It was reported that the patient went to the hospital two weeks before surgery because the product was not working properly. As a result of the inspection, it was confirmed that the cylinder and pump were replaced at the doctors discretion due to a crack in the connecting tube of the cylinder. The cause of the cylinder connecting tube crack could not be explained in detail at the hospital. After this operation, the patient got better.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of tubing hole/perforated and mechanical issue were not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has the leaks in the proximal cylinder body and in the cylinder body that was the result of sharp instrument damage consistent with explant damage; large holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. The kink resistant tubing of both cylinders were identified to be cut down to the input tube sleeve junction. The tubing was not returned for analysis. Both cylinders had wear at fold in cylinder body. Based on this investigation, the investigation conclusion code of cause not established was chosen because the tubing of both cylinders was identified to be cut down to the input tube sleeve junction; the tubing was not returned for analysis. However, the most probable cause could not be confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the product was not working properly. As a result of the inspection, it was confirmed that the cylinder and pump were replaced at the doctors discretion due to a crack in the connecting tube of the cylinder. The cause of the cylinder connecting tube crack could not be explained in detail at the hospital. After this operation, the patient got better.